Manufacturer narrative:
This event was reported from the transbronchial biopsy assisted by robot guidance in the evaluation of tumors of the lung (target) study 19-br-0001 (B)(4). The device was not returned for evaluation. There was no allegation of device failure. Risk of pneumothorax is documented in 105-000299-01, rev f, monarch bronch risk management report and is deemed to be acceptable. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling.

Event description:
Pneumothorax was reported during monarch bronchoscopy procedure and patient was hospitalized overnight.

Manufacturer narrative:
Follow up to include submissions due date.